Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) appeared to be exhibiting premature battery depletion. The remaining longevity had decreased, from three years in january to elective replacement indicator (eri) battery status in july. Device data was reviewed by technical services. Engineering analysis confirmed the device was depleting prematurely and replacement was recommended for within 90 days. No adverse patient effects were reported. The patient was scheduled for a device replacement. The device was explanted and replaced about six weeks later. No additional adverse patient effects were reported.